Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The trellis device was being advanced to popliteal vein but the physician was unable to advance through the calf and the vein was perforated. The procedure was aborted at this time. The patient went home the next day with no complications the perforation was very small and no intervention was needed. Manual compression was used to resolve the issue.